Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the fractured 014 guidewire was found to be user related, due to retracting the wire tip into the tip of the snare catheter (user error). Retraction into the snare catheter required folding of the wire tip in order to fit inside and the 014 wire is not designed to do that. The final patient disposition was discharged post-operative day one in good condition and there has been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx 014 wire was used during a procedure with an ovation ix abdominal stent graft system to resolve an abdominal aortic aneurysm. During the procedure, the 014 wire was used to do the up and over snaring. Upon the snaring and retraction of the 014 wire, the end of the wire broke off inside of the snare catheter. The tip and the wire were successfully removed from the patient. The rest of the procedure concluded without issue. There was no patient sequelae as a result of this event.